Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this left ventricular (lv) lead would not capture. As a result, the lead was surgically abandoned and the cardiac resynchronization therapy defibrillator was explanted. No further information is known, at this time. No adverse patient effects were reported.